Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-24233. It was reported after reprogramming the pt's scs system the pt complained of increased pressure in her stomach and head with the stimulation on. X-rays taken revealed the pt's scs leads have migrated. Surgical intervention to address the issue may be undertaken at later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.